Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included pelvic mass and adnexal mass. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal discharge, urinary retention, hematuria, urinary tract infection, ovarian cyst, vaginitis, atrophic vulvovaginitis, stress incontinence, gestational diabetes, adenomyosis, endometriosis, stress urinary incontinence, vaginal prolapse and menses irregular. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (d and c novasure endometrial ablation and underwent a total abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, genital haemorrhage, vaginal infection, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, gen. Abnormal bleed and vaginal discharge, migration, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterine contents: 2 small fibroids found. Impression: left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2xuterine contents: 2 small fibroids found. Left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2x; on (B)(6) 2013: uterus to be 8.6x4.4x5.3 the right ovary 4.1 x 2.6 x 2.7cm and left ovary 4.7 x 3.6 x3.9 with a cyst 3.4 x 2.9 x 3.0 appears benign.; on (B)(6) 2013: left ovary is enlarged aassociated with 3.8cm mass. Etiology is uncertain 1.7cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding , cramping, pelvic pain,menorrhagia, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included pelvic mass and adnexal mass. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal discharge, urinary retention, hematuria, urinary tract infection, ovarian cyst, vaginitis, vulvovaginitis, stress incontinence, gestational diabetes, adenomyosis, endometriosis, stress urinary incontinence, vaginal prolapse and menses irregular. Concomitant products included nsaids and paracetamol (acetaminophen). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (d and c novasure endometrial ablation and underwent a total abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, menstrual disorder, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterine contents: 2 small fibroids found. Impression: left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2xuterine contents: 2 small fibroids found. Left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2x; on (B)(6) 2013: uterus to be 8.6x4.4x5.3 the right ovary 4.1 x 2.6 x 2.7cm and left ovary 4.7 x 3.6 x3.9 with a cyst 3.4 x 2.9 x 3.0 appears benign.; on (B)(6) 2013: left ovary is enlarged aassociated with 3.8cm mass. Etiology is uncertain 1.7cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding , cramping, pelvic pain,menorrhagia, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Was added. New events: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression , mental anguish, migration of essure device location of device: endometrium, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), the patient did not undergo confirmatory test were added. Event: dyspareunia (painful sexual intercourse),and pelvic pain outcome were updated to recovered. Medical history, historical drug, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in a 39-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included pelvic mass and adnexal mass. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal discharge, urinary retention, hematuria, urinary tract infection, ovarian cyst, vaginitis, atrophic vulvovaginitis, stress incontinence, gestational diabetes, adenomyosis, endometriosis, stress urinary incontinence, vaginal prolapse and menses irregular. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (d and c novasure endometrial ablation, underwent a total abdominal hysterectomy (full) with bilateral salpingo-oophorectomy and underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, menstrual disorder, vaginal infection, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the genital haemorrhage, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain, gen. Abnormal bleed and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterine contents: 2 small fibroids found. Impression: left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2xuterine contents: 2 small fibroids found. Left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2x; on (B)(6) 2013: uterus to be 8.6x4.4x5.3 the right ovary 4.1 x 2.6 x 2.7cm and left ovary 4.7 x 3.6 x3.9 with a cyst 3.4 x 2.9 x 3.0 appears benign.; on (B)(6) 2013: left ovary is enlarged associated with 3.8cm mass. Etiology is uncertain 1.7cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding , cramping, pelvic pain,menorrhagia, dysmenorrhea,anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event per pfs: abdominal pain, gen. Abnormal bleed and vaginal discharge. Outcome for events gen. Abnormal bleed and vaginal discharge were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included pelvic mass and adnexal mass. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal discharge, urinary retention, hematuria, urinary tract infection, ovarian cyst, vaginitis, atrophic vulvovaginitis, stress incontinence, gestational diabetes, adenomyosis, endometriosis, stress urinary incontinence, vaginal prolapse and menses irregular. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (d and c novasure endometrial ablation and underwent a total abdominal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, menstrual disorder, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterine contents: 2 small fibroids found. Impression: left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2xuterine contents: 2 small fibroids found. Left ovary simple cyst- 2.9x 2.7x3.0 right ovary simple cyst- 1.7x1.2x; on 16-mar-2013: uterus to be 8.6x4.4x5.3 the right ovary 4.1 x 2.6 x 2.7cm and left ovary 4.7 x 3.6 x3.9 with a cyst 3.4 x 2.9 x 3.0 appears benign.; on 08-apr-2013: left ovary is enlarged aassociated with 3.8cm mass. Etiology is uncertain 1.7cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding , cramping, pelvic pain,menorrhagia, dysmenorrhea,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.